Manufacturer narrative:
The reagent lot number was 88604701 with an expiration date of 31-oct-2026. The field service engineer found that there was overflow and dripping at the rinse station unit. The cleaned and inspected a solenoid valve and replaced and adjusted the sample probe. He performed mechanism and instrument checks and a patient comparison with no issues. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c513 analyzer commercial system. The initial result was 10.51 %, and the repeat result was 6.62 %. The repeat result was confirmed to be correct.